Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, patient experienced error during sensor startup. Patient claimed upon sensor applicator removal, sensor wire remained in patient's skin. Patient's wife removed the sensor wire successfully. No medical intervention necessary.